Event description:
Surgeon attempted to implant a lens. The lens tore prior to insertion into the eye. No pt contact or injury. It was unk what cause the lens to tear. The facility was unable to provide the injector and cartridge model and lot numbers.